Event description:
The user facility's biomedical engineer (biomed) reported that during preventative maintenance (pm) of the device, the motor was not working. It would not power the foot pedal when it was plugged in. The biomed plugged the suspect saw into a different motor and the foot pedal worked. Since the event occurred during preventative maintenance, there was no pt involvement.